Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette had a hole which resulted in a leak. This occurred during an unspecified process step. There was no patient injury or medal intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: one device was received for evaluation. A visual inspection was performed with the naked eye with no issues noted that were related to the reported condition of leak. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.